Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that the middle button of the keypad does not respond anymore and there was no response from any button. Customer did not received stuck button alarm. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and there was no response from any button. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.